Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 80-year-old male have multiple fluid leaks during impella support. One day following implant, it was reported that a fluid leak was seen from the purge cassette housing. The purge cassette was replaced to resolve the noted issue. However, three days later, it was documented that purge fluid was also leaking from the luer. The pump was replaced to resolve the noted issue. There was no patient harm.

Manufacturer narrative:
The investigation into the reported purge leak- pump has been completed since the original report was filed. Only purge cassette was returned for investigation. The device was tested and functioned without issue, no leaks were observed. The root cause of the purge leak-pump issue was not determined to be a filter leak from the clinical description and the image uploaded form the field. The cause of the purge leak was sidearm filter damage. Section d9 updated.